Event description:
The user facility reported to terumo cardiovascular that during ECMO, the impeller on the centrifugal pump was spinning freely after 12 days. The product was not changed out, due to the pt¿s condition and the pt expired. Death was not related to the device.

Manufacturer narrative:
Terumo has not received the actual device for eval. Terumo will submit a follow-up report once the device is received and evaluated. (B)(4)